Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure micro vascular plug was implanted. It was reported that the patient was discharged and sent home. Patient was told that the device had detached and was floating around inside. The mvp embolized and then migrated into the pulmonary artery. The mvp device was explanted.